Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further clarification indicated the patient's ipg was also relocated on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site regardless of stimulation. Per the manufacturer's device database, surgical intervention was undertaken on (B)(6) 2016 during which the ipg was explanted and replaced.